Manufacturer narrative:
Section a3b: unknown/ asked but not available. Section e1: surgeon's phone number: unknown/ asked but not available. Section h3: the device was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain missing information; however, to date, no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported with the preloaded intraocular lens (iol) was explanted from patient's left eye due to blurry vision. The lens was explanted in a secondary procedure and replaced with the same model lens and same model and same diopter lens. There was no patient injury. There was no medical/surgical intervention required. The patient is doing fine. The pre-op uncorrected and best corrected visual acuity was 20/60. The pre-op uncorrected and best corrected visual acuity was 20/25. No other information is available.

Manufacturer narrative:
Additional information: section d9: device available for evaluation: yes. Section d9: returned to manufacturer on: 1/9/2025. Section h3: device evaluated by manufacturer: yes. Device evaluation: visual inspection was performed on the suspect product and found the lens was received taped to paper, cut in half and coated in viscoelastic residue. The lens was removed from the tape and cleaned presenting with damage and cosmetic scratches to the optic body and haptics. No further evaluation was performed. Conclusion: no issues that could cause or contribute to the complaint issues reported were identified during product evaluation. The issues observed during the product evaluation could not be confirmed to be related to the manufacturing or design process. Based on the complaint investigation results, the product was released within specifications. No product deficiency or product malfunction could be identified all pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.